Event description:
It was reported that a spectrum pump displayed closed door message. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the customer reported the error message "close door", was not reproduced. Evaluation reproduced constant reload set error. A review of the event history log revealed reload set messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The upstream sensor values were out of specification. The ultrasonic sensor will be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.